Event description:
The pt presented in dr's office and complained of "pain". Addtionally, it was reported that "nothing was wrong with the device". The physician prescribed antiinflammatories with further action being planned at this time.